Event description:
According to info received from the initial rptr, a pt with a bjork-shiley convexo-concave heart valve presented with "high flows across the valve and hemoptysis." The pt was admitted to the hosp. According to the initial rptr, "mitral valve dysfunction" related to thrombosis was suspected. Subsequent info provided by the initial rptr indicated that the pt had valve replacement surgery.